Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received and after the pump supplies were changed, the occlusion was resolved. Customer's blood glucose (bg) was 115 mg/l. Customer also reported an battery charge was inaccurate. Bg was within "normal range". Reportedly, customer charged pump to resolve issue.